Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance issue (ppi). This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance issue (ppi). This lead was never in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that there was no allegations against the lead but had only difficulty in placing the lead and was due to patient anatomy. This lead was never in service. No adverse patient effects were reported.